Event description:
Additional information was received, the patient underwent a relined where the physician implanted an afx2 bifurcated, vela infrarenal, and an iliac limb placed on the right iliac the patient was reported to be doing well post secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib and successful secondary procedure. Additionally there was evidence to reasonably support the following observations; sac growth. The most likely cause of the type iiib endoleak was related to the use of strata material. There were no procedure related harms identified. A successful secondary endovascular procedure was completed, and the final patient disposition is unknown. There have been no reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was implanted with a bifurcated, a vela suprarenal, and two limb extensions by dr. (B)(6) at (B)(6) medical center on (B)(6) 2014. It was discovered that the patient had a type iiib endoleak at the crotch of the bifurcated stent graft. The physician plans on re-lining with another afx device, however the date of the re-intervention has not been scheduled. As of the date of this report, there has been no additional patient sequelae reported.